Event description:
The synergraft aortic valve and conduit allograft was implanted in 2003 into a patient with a history of severe aortic stenosis, obesity, and possible endocarditis. No complications were reported to cryolife immediately after the allograft was implanted. However, 3 mos later, the patient underwent reoperation for removal of the allograft due to severe aortic insufficiency.

Manufacturer narrative:
Portions of the explanted allograft were returned to the manufacturer for evaluation. An investigation is ongoing and any additional information will be reported in a follow-up report.